Event description:
Patient "not feeling well" went to see physician. Told by internist to have cardiologist check pm. Patient did not follow up with cardiologist. Later fell, had subdural hematoma, was in coma. Undersensing, non-capture and bipolar imped >9999. Switched to unipolar, system left in place and in use. Patient still in ic, sitting up and recovering.